Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and analysis revealed no anomalies were found. The returned device indicated a damaged grommet, andthe returned device found a set screw with a rounded socket, and the set screw was found in the connector bore.

Event description:
It was reported that during implant procedure of an implantable pulse generator (ipg), the physician was unable to screw the lead into the device header, unable to attach a screw wrench to the screw. The ipg was replaced with another of the same device. No patient complications have been reported as a result of this event.